Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and that the cartridge was leaking from the bottom of multiple cartridges. It was also reported that a cartridge alarm occurred with multiple cartridges. Reportedly, the customer had filled the cartridges with 300 units of insulin. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no reported impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.